Event description:
The customer observed a false positive architect total b-hcg result for a 36-year-old female patient. The following data was provided (<5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result was 35, repeat result was <1 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.